Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 2,500 mcg/ml fentanyl at 262.2 mcg/hr and 20 mg/ml bupivacaine at 2.098 mg/day. The reason for use was not reported, and medical history was noted as chronic pain and coronary artery bypass. It was reported that the pump was flipped in (B)(6) of 2019. Environmental/external/patient factors that may have led or contributed to the issue included that the patient lost 60 pounds from strict diet after bypass. Diagnostics/troubleshooting performed included the physician x-rayed the pump to see the issue on the refill. Interventions/actions that were taken to resolve the issue included a pocket revision where the pump was re-tacked down and a pump segment replacement. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no symptoms reported. There were no further complications reported/anticipated.